Event description:
The customer reported the subject device was exhibiting reduced angulation. The reported issue occurred while preparing a subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the biopsy channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in biopsy channel).

Manufacturer narrative:
During inspection and testing, foreign material found in the biopsy channel was suspected to be due to insufficient cleaning of the device. In addition, service found the insulation resistance value at the tip was out of specification due to detachment of the adhesive on the bending section cover. The bending angle in up direction was out of specification, and the gap of the right/left angulation knob was out of specification, due to wear of the angulation wire. The displayed image was partly dark due to scratched ccd (charge-coupled device) unit, there was a crease on the display due to damaged ccd unit, the up/down knob could not be fixed well due to deformed lock engagement lever, the water amount was out of specification due to deformed nozzle, there was a crease at the ccd lens, the condition of the light guide bundle was not good, the adhesive on the bending section cover was broken, the connecting tube protector was creased, and the distal end was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.